Event description:
During preparation for breast intraoperative radiotherapy following a lumpectomy, an intrabeam balloon applicator malfunctioned. The balloon applicator had been inserted in the tumor cavity, inflated with saline, deflated and then removed from the tumor cavity for repositioning. While outside the body, the applicator separated at a point between the luer fitting and the check valve. The applicator was replaced with another one from the same lot and the intraoperative radiotherapy proceeded with minimal delay. There was no injury to the patient.

Manufacturer narrative:
The initial reporter was present during the intraoperative radiotherapy procedure. There was a preliminary evaluation of the malfunctioned device at the site. An investigation is underway. The site contact is: (B)(6).